Manufacturer narrative:
And evaluated by product analysis on 01/31/2015. With the following findings: a review of the black box revealed one power interruption on 11/21/2014. The pump is out of box and was never used for basal delivery. There were multiple consecutive ¿call service (cs) 052/cs054/cs012¿ alarms observed. The battery cap contact height and width measurements were within specification. There was no damage found to the battery compartment. The returned battery cap and cartridge cap secured tightly to the pump. During evaluation, the pump was able to power on with the auditory and vibratory feature functioning appropriately; however, the display screen remained blank upon start up. The pump¿s cover was removed, there were no intermittent conditions found to the power pcb. The reported ¿intermittent power¿ issue was unable to be adequately investigated due to a blank screen issue caused by a single component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was reportedly no damage to the battery compartment or battery cap. The battery cap reportedly secured to the pump no visible yellow-o ring. There was no indication of moisture/corrosion in the pump this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.